Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was admitted with endocarditis. Device erosion was noted. There was vegetation on the leads. The entire pacing system was explanted. No further patient complications have been reported as a result of this event.